Event description:
It was reported that during a coronary stent procedure of a calcified, 90% stenotic lesion, crossing difficulties were encountered. After the several attempts at crossing the lesion, the stent became flared. No patient injuries or complications were reported.